Event description:
On (B)(6) 2011, the patient reported that none of buttons of the infusion device were responding when he attempted to bolus. He removed and reinserted the battery and e8 (power interrupt) was displayed. He inserted a new battery and e8 recurred. The infusion device was not dropped. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.